Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a visit to the hospital and had diabetic ketoacidosis. Customer stated that the infusion set had a bent cannula. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 114 mg/dl. Customer has nausea and difficulty breathing. Customer stated that she put her infusion set in that morning and she was nauseated by the afternoon. Customer treated her blood glucose with a correction. Customer stated that she was transported by the paramedics to the emergency room on (B)(6) 2016. Customer stated that she was suspended from the pump. Customer stayed in the hospital for one day. Customer stated that the cause of the hospitalization was a bent cannula. Customer stated that her blood glucose was 240 mg/dl and when she did a bolus, it was still at 240 mg/dl. Customer then gave novolog and took out the site. Customer was advised to do a complete set change.